Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. Replacement gas delivery system (gds) was installed to address the issue. The ventilator passed the air flow accuracy test. Failure analysis on the returned gas delivery system (gds) shows no failure was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. There was no patient involvement. The event date was not specified, estimate used.